Event description:
Initial complaint received (B)(6) 2008 and closed on (B)(6) 2008 in which a pt reported to have removed brace, proceeded to walk a short distance without the brace applied, and subsequently fell re-injuring knee. Initial assessment determined event non-reportable. New info (received (B)(6) 2011) since initial assessment was closed: pt sought medical intervention for aspiration and cortisone injection to injured knee on (B)(6) 2008, photos of suspect brace were provided but investigation proved inconclusive, request was made to return device itself or provide comprehensive photographic evidence, notice of litigation received by djo in (B)(6) 2011. Based on the totality of info received to date, it is unk if the device failed to meet specification or malfunctioned. The injury to the pt is considered serious due to the necessity for medical intervention. Device has not been returned for eval. Investigation is on-going.